Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues with insulin pump. The customer has been having issues with low battery alarm. The device will show four bars on the icon and it won't go down when she has a low battery alarm. The customer's blood glucose was unknown. The customer's pump will be replaced.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. The pump was monitored and had no display anomaly noted. No unexpected low battery alarm was noted. The battery icons functioned properly. The pump was received with a cracked display window, a cracked case at the display window corners, a broken reservoir tube lip and a cracked reservoir tube.